Event description:
Caller reported damage to tandem charging cable, which resulted in non-functional charging supplies. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the damaged charging supplies with a 2-day shipping solution.